Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review therefore the reported condition could not be confirmed. A lot number was not provided therefore a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could cause this event. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs a 100% leak testing and a 100% visual inspection at the final stage of production, which would identify this issue during the catheter assembly process. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/16/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the device has leakage. The device was not used in a patient.